Event description:
It was reported that the system exhibited increased noise on the left ventricular (lv) channel which had been increasing over the last couple of remote monitoring transmissions. The noise appeared when sensed and lined up with t-wave. However, there are some signals that were not sensed. Additionally, the lv pacing impedance has gradually increased from 1000 ohms to 1700 ohms over the past year. A boston scientific technical services consultant discussed programming options with the caller. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).